Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose drive support disk. The alarms for the loose drive support disk could not be tested due to the motor error alarms. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratches on the display window, a missing end cap sticker and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he is receiving an alarm on the insulin pump. Customers blood glucose at that time was 129mg/dl. Troubleshooting performed. No further information provided.